Event description:
Pt hospitalized for high bgs with ketones. It was stated that the customer was vomiting severely prior to admission. Customer was disconnected from the device and their bgs were treated with insulin drip. Troubleshooting was refused. Physician feels the cause of the high bgs was pump related.